Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although an exact root cause could not be determined a potential root cause could be material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. Warnings: this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was not positioned properly in the body of the patient and ruptured after removal from the body. Per additional information via email from sales rep on 06jul2023, it was stated that the due to ureteral stricture in this patient, the stent was placed in the left ureter. It was found during the x-ray of the patient's body, and it was placed on the upper side of the left ureter. It was stated that the no resistance when pulling out the stent. The stent broke in the patient's body, the stent broke in the middle, and it was completed removed by surgical forceps. The whole process of catheterization and extubation did not caused any harm to the patient.

Event description:
It was reported that the ureteral stent was not positioned properly in the body of the patient and ruptured after removal from the body. Per additional information via email from sales rep on 06jul2023, it was stated that the due to ureteral stricture in this patient, the stent was placed in the left ureter. It was found during the x-ray of the patient's body, and it was placed on the upper side of the left ureter. It was stated that the no resistance when pulling out the stent. The stent broke in the patient's body, the stent broke in the middle, and it was completed removed by surgical forceps. The whole process of catheterization and extubation did not caused any harm to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.